Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the shaft of the device becomes abnormally hot while in use. The device was cleaned a few times but then the electrode tip broke while cleaning. A new device was opened to continue the procedure. No patient harm was reported.